Event description:
It was reported that the patient experienced recurring incontinence with ams 800 artificial urinary sphincter due to the device not working as expected. An ultrasound test showed that the cuff was fluid filled, but pumping did not make the fluid in the cuff to completely empty into the pressure-regulating balloon.